Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that a magnetic resonance image (MRI) series had incorrect orientation, for example the axial views were labeled as coronal, and left/right were flipped. After some unsuccessful troubleshooting, surgeon opted to move forward with the case despite image issues. Patient present, surgical delay pf less than one hour. No known impact to patient outcome. Further troubleshooting was performed, technical services (ts) had the field representative (rep) use the rotate function in the images series. This seemed to fix some of the image issues, but not others. The rep was unable to try the reorient function before the surgeon opted to move forward. The probable cause was noted to be the images may have been labeled incorrectly form the source.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0. H3) no hardware parts have been received by the manufacturer for evaluation. Codes: b17, c20, and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed and from the comments observed that ¿no logs are available as no po was received¿. No logs or exams available. Codes: b01, c19, d15 h2) correction: please see the additional codes section for new annex f code associated with a less than one hour surgical delay. This delay information was submitted in section b5 of the initial rr submitted on 2025-12-01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred during a deep brain stimulation (dbs) procedure.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.